Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on the complaint date, the patient¿s blood glucose (bg) was at 29 mg/dl and was unresponsive. It was reported that the patient was taken to the emergency room and treated with intravenous glucose by medical personnel. The patient allegedly remained on pump therapy with recent adjustment to the basal rate by the health care provider. The reporter stated that at the time of the bg excursion, the basal rate setting was at 1 unite per hour. No allegation against the pump was made. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to a use error in that the basal rate was incorrectly set.

Manufacturer narrative:
The pump has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.